Event description:
On 2022-feb-08, information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was the caller indicated that the ins is depleted and the patient has not been able to communicate with the ins. The caller was using the passive charging function to try to charge the ins. Prior to calling the caller completed one 10 minute passive charging session. The numbers on the passive charging screen showed 54 and 95, in another instance the numbers displayed 94-95-96. During the call the caller completed a second passive charging session and the controller indicated that it could not start a charging session. Technical services had the caller attempt to run through the disable and re-enable device process with the patient controller. The caller indicated that after the reenable device process was complete the controller still was not able to connect to the ins for normal charging. The issue was not resolved through troubleshooting. The caller was going to continue charging with the patient. No symptoms were reported. On 2022-02-14, additional information was received from the patient reporting that patient asking about how long ins should last. Tss reviewed 9 year eri timeline and then that ins would last beyond that time and she could discuss with her hcp about when they would need to replace it. Caller then mentioned that she was having an issue charging her ins and that they were scheduling for ins to be replaced. Pt is not currently receiving any pain relief from her scs system due to the recharging issue. Tss reviewed past call with ins that was stuck in passive charging and that this issue hasn't resolved. Caller also mentioned past issues with recharging wherein ins was slow to charge between 30 and 50%. Caller is going to see their hcp tomorrow but doesn't know if manufacturer representative (rep) was going to be there.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on june 3rd. The patient stopped charging and using the device. The physician had made her aware that we had the recharge free device and she stopped using it. After several attempts we were able to recover the device and the patient is currently using it. The device was scheduled to be replaced but the physician is no longer practicing. The device is still in use as of march.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient spoke with their manufacturer representative who determined the battery was "condemned" and needed to be replaced. It was noted that it took 6 months to get the surgery scheduled for the replacement. The patient was set for surgery, however a different manufacturer representative was at the surgery and did not believe the implant needed to be replaced. The surgery was cancelled. The representative worked with the patient and was able to get 30% charge in the patient's implant. The patient was able to charge up to 80%.